Manufacturer narrative:
On (B)(6) 2020, the troponin reagents were removed as a suspect medical device, all follow up information and evaluations will be submitted in manufacturer report 1628664-2020-00035.

Manufacturer narrative:
Complete information for section, patient sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number 2r98.

Event description:
The customer observed a falsely elevated hstroponin result on the architect i1000sr analyzer. The following data was provided: sid (B)(6), initial 200, repeated negative. There was no impact to patient management reported.